Event description:
Through multiple bilateral and unilateral ect treatments over several months I had both temporary and permanent memory loss, loss of cognitive function, loss of facial recognition, loss of navigation ability, loss of ability to manage sensory input, overall loss of cognitive mental functioning. Subsequently developed essential body tremors in both hands. FDA safety report ID# (B)(4).